Manufacturer narrative:
Customer service conducted troubleshooting with the customer by verifying the customer was using the correct kit components, verifying the customer was washing parts according to the instructions for use, and verifying the customer was using dry parts when pumping. The customer was sent a replacement pump. In follow up with a complaint handler on 7/22/2021, the customer stated that she has decided to no longer pump and has not used the replacement pump. Based on the results of our internal investigation (reference number (B)(4)),it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4)% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However in this case, the mother's mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On 7/16/2021, the customer alleged to medela canada that her freestyle flex breast pump had low suction and she developed mastitis for which she was prescribed antibiotics. She additionally alleged that she feels better now.